Event description:
A customer reported, that he received a reading of 180mg/dl on his precision xtra meter and it was "higher than he actually felt." The customer self-administered insulin and 30 minutes later the customer experienced hypoglycemia and lost consciousness. An ambulance was called and they administered glucose. The customer was not transported to the hospital. No further medical intervention is reported. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.